Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, the air/water cylinder and air/water tube of the duodenovideoscope had a whitish foreign object. In addition, the forceps elevator had foreign material and leak. The distal end had residual liquid resembling foreign material with corrosion. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e2 and e3. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " foreign material in air/water-cylinder and air/water-channel, residual liquid at distal end and foreign material or stain at forceps elevator" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from forceps elevator. The event can be prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.